Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that, after the instrument was used, the battery pack began to smoke and batteries exploded.

Manufacturer narrative:
(B)(6). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional/evaluation a review of the finished good concluded that the device passed all inspections and left zimmer control as a conforming device. Visual examination of the product could not be performed because no product was returned for this complaint. This incident could not be confirmed as there was no product returned. With the information provided, we are unable to provide further analysis of the complaint reported, or draw any definitive conclusions as to the root cause of the reported issue.

Event description:
Additional information received from the customer on february 15, 2017, stated that the event occurred at the conclusion of surgery; during clean up and the cord was cut. There was no patient or user harm in the event.